Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: received one filter delivery system with no sheath or dilator. The filter was received in its original loaded configuration inside of the storage tube. The pusher wire was bent. The tuohy-borst was returned loose. There also appeared to be long green plastic piece in the storage tube with the filter, possibly from the original introducer sheath. Functional/performance evaluation: due to the bent pusher wire, the filter could not be advanced freely through the storage tube. Therefore, the filter was manually removed from the distal end of the storage tube. All 6 arms and 6 legs were present and intact. The storage tube showed signs of skiving likely due to the reported advancement issues. No other anomalies were identified. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is confirmed for a bent pusher wire and is confirmed for the filter failing to advance from the storage tube. Spiral skiving was also found inside the storage tube. Based upon the available information, the definitive root cause for this event is unknown. The bent pusher wire was likely a result of the advancement issues reported. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, the filter became stuck inside the storage tube and could not be deployed; therefore, the filter and delivery system were exchanged for a new vena cava filter that was prepped and deployed successfully. There is no reported patient injury.